Manufacturer narrative:
Result: pinched foot lift sensor coil cable.

Event description:
It was reported by service report that there was intermittent footboard and siderail control functionality. No patient involvement or adverse consequences were reported.